Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that antibiotic therapy was discontinued and the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy. The patient was not hospitalized for the peritonitis. One day after onset, the patient was treated with vancomycin (1 gram, stat, intraperitoneally) and tazomac (4.5 grams, intravenously, twice daily) for the event. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.